Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a yellow biohazard bag with an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided by the customer shows the basket and one of the wires on the basket had broken loose from the proximal end of the basket. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket returned with a reddish-brown substance present on the basket wires. The basket had a broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production leadership and manufacturing engineering on 12/28/2022. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to a process issue in the soldering process leading to embrittlement of the basket wires. The point of the breaks was located near the proximal solder joint. The heating and reheating of solder cannot be avoided by the operator in the manufacturing process. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During an ercp to remove a cbd stone, the physician used a cook memory eight wire basket. It was reported that the technician observed a broken basket wire when removing the stone at second exchange process. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.